Manufacturer narrative:
Device evaluation: analysis of the returned device identified: weight to spec, deformation device, white particles in the shell and creases fold. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Healthcare professional reported right side capsular contracture baker grade iii. Device has been explanted and replaced.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d.6b, d9, h3, h6.

Event description:
Healthcare professional reported right side capsular contracture baker grade iii. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of capsular contracture baker grade iii is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is capsular contracture baker grade iii.

Event description:
Healthcare professional reported, right side capsular contracture, baker grade iii. Device has been explanted.